Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿safety and efficacy of long-term right ventricular outflow tract septal pacing.¿ chin j geriatr heart brian vessel dis. Sept 2013; vol. 15, no. 9. Doi: 10.3969/j.issn.1009-0126.2013.09.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. There was one ¿wire dislocation.¿ the lead was ¿successfully¿ re-implanted. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/lead serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.